Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair and functional test were repeated. The reported issue could be confirmed and the clamp did not respond to the commands. The clamp boards and other parts were replaced. As communicated in the previous report, the most likely root cause is an intermittent failure of the clamp boards.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for investigation. The reported issue could not be reproduced during functional tests. The most likely root causes was an intermittent failure of the clamp boards, which will be replaced as per equipment maintenance intervention prevention.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the scp erc tubing clamp / 500mm. The incident occurred in (B)(6). Through follow-up communication livanova learned that after pressing and holding down both clamp buttons, the lights stopped flashing and another error code associated to no tube recognized was displayed. The clamp still remained closed. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The device was found to be working within specifications. Upon opening and inspecting the clamp, a small amount of liquid was found. A loan device was provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a scp erc tubing clamp / 500mm would not release after coming off bypass. The clamp on/off buttons were not working and flashing. An error code appeared on the control panel of the centrifugal pump the clamp was connected to. There was no report of patient injury.